Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided) and a fall resulting in customer fracturing ankle. Reportedly, the customer believed the control-iq algorithm increased basal in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate; however, this could not be confirmed as no information was provided regarding continuous glucose monitor (cgm) readings, and meter bg readings. No information was provided regarding treatment for bg level; however, customer was given orthopedic boot for fractured ankle. Reportedly, the customer left the ER the same day with the issue resolved and no permanent damage sustained. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.